Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that was a defective bus cable and drawer controller board. A field service engineer replaced drawer controller, bus cable and re-configured drawers to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had drawer failure. The customer added that they were prevented from removing diazepam 5mg medication for patient in drawer 16 causing delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section g3 - corrected date received by manufacturer.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-oct-2022 to 13- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was drawer failure due to replacement. A field service engineer replaced drawer controller, bus cable and re-configured drawers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer

Event description:
It was reported by the customer that a pyxis medbank system had drawer failure. The customer added that they were prevented from removing diazepam 5mg medication for patient in drawer 16 causing delay in patient care. There were no adverse events or injuries reported based on this event.